Event description:
It was reported that this pacemaker system exhibited oversensing and pacing inhibition, which led to a five second asystole. The patient is defendant and programmed to a automatic gain control in the right ventricular (rv) lead. Patient was feeling lightheaded, but no additional adverse effects were present. No additional information is available at the moment.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.